Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient reported that he had a loss of stimulation. The patient reported that stimulation turned off and he couldn¿t turn it on with the patient programmer (pp) or recharger (insr). The patient reported that when he started recharging the ins, the ins was more than 1/4 full. The patient reported that he was sleeping with they felt stimulation turn off. The patient reported that stimulation turning off was not related to positional movement. The patient had the insr on and recharging during the call and when he tried to turn stimulation on, he reported that stimulation finally turned on and he felt stimulation. The patient was to monitor and call if the issue happened again. No further complications anticipated.